Event description:
It was reported that out of range issues occurred. The customer's blood glucose level had no adverse impact. The customer declined troubleshooting therefore, no additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.